Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one patient. The following data was provided (customer provided reference range: <34.3 ng/l): sid (B)(6): initial result = 138.7 ng/l, repeat = 23.7 ng/l no impact to patient management was reported.

Manufacturer narrative:
After further review: section d4 expiration date has been updated from 07/20/2025 to 05/20/2025. Section d4 primary UDI number has been updated from (B)(4). Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 72474ud00 and complaint issue. Device history record review did not identify any nonconformances, potential nonconformances, or deviations associated with lot number 72474ud00. The overall performance of alinity I stat high sensitive troponin-I was reviewed using field data from customers worldwide. The patient median values for the lots 72470ud00 / 72475ud00 (which contain the same bulk material as the complaint lot 72474ud00) are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and found to adequately address the issue. Based on our investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I for lot 72474ud00 was identified.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one patient. The following data was provided (customer provided reference range: <34.3 ng/l): sid (B)(6): initial result = 138.7 ng/l, repeat = 23.7 ng/l no impact to patient management was reported.